Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). Patient was on excor system from (B)(6) 2018 to (B)(6) 2019 (105 days). Due to data privacy protection laws in europe, the provider did not provide patient related data. Adverse event term: hemorrhagic cva.

Event description:
The distributor contacted berlin heart (B)(4) on (B)(6) 2019 to report a patient supported on the excor blood pump had a hemorrhagic cva and died on (B)(6) 2019. The distributor tried contacting the site, but no additional information was forthcoming.